Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer contacted tandem technical support for guidance in performing the load process. The customer stated had ran out of insulin in the cartridge. The customer had received an alarm 08. The customer's blood glucose level (bg) was 309 mg/dl and delivered a correction bolus to address bg level. Tandem technical support instructed the customer through the load process and the customer was able to successfully resume insulin delivery.